Event description:
I went to get contact lenses a few weeks ago and at that point I have been having all sorts of eye irritations and have been trying to solve them myself thinking that this was due to my new contact lenses. At this very moment I am having severe eye discharges and my eyes are extremely red, a nurse approached me at work and said what solution are you using. I informed her I was using renu moisture loc, she urged me to see an eye doctor, I made appointment on 5-16-06 and he said I did have an infection conjunctivitis and asked me to take zymar. I have been using renu for a long time and I thought I would eventually adjust to my contacts. I am concerned because I tend to have a "slight of blurriness" that comes and goes, I am very pain tolerant and I see myself having to close my eyes and rest them, I am to return to my eye dr within 5 days and hope this matter clears. I have come to realize that I have been using this solution for some time now. I have one box that I was recently using. Code is gb6103. Please review. I just realized that with this I have been getting headaches and I now realized since I got the contacts this happened.